Event description:
The customer reported a ventilator in which the 35v supply failed, as evidenced by diagnostic codes 11b, 1115, and 100e. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user. Patient's information has been requested, but was not provided.